Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to clear the alarm and resumed insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.